Event description:
It was reported that the patient unspecified issue with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced leakage from the cylinder tubing of the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new one. The patient was reported to be doing well and using his new implant. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.